Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly by leakage at multiple locations. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the gastrointestinal videoscope distal end defects and bending manipulation and insertion tube defects to olympus. The device was returned for evaluation. The following reportable malfunction was found during the device evaluation: the connecting tube and the objective lens adhesive with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to connecting tube and objective lens adhesive with foreign material, the additional evaluation findings are as follows: due to a crack on the scope body, water tightness was lost, due to damage to the upward/downward angulation control knob , water tightness was lost, the grip has a scratch, the scope cover had a crack, right/left knob had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the control unit had a crack, switch one had a cut, the switch box had a scratch, due to deformation of the electrical connector guide pin, water tightness was lost, the electrical connector had corrosion due to water leakage, the charged coupled device -flexible printed circuit had corrosion due to water leakage, the flexible printed circuit had corrosion due to water leakage, due to burning on plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value, because the objective lens was shaved, the image had dark area partially because adhesives around the objective lens was chipped, the water droplets left around the objective lens were shown in the image: due to clogging of nozzle, no water was fed, the objective lens had a crack, the adhesives around objective lens third-party repair had been performed, the light guide lens had a crack, the adhesive on bending section cover or distal sheath had difference, the adhesive on bending section cover revealed that third-party repair had been performed, the connecting tube was wrinkled, due to damage on the charged coupled device unit, the image had noise, the universal cord was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.